Event description:
See initial report.

Manufacturer narrative:
H11: complaints database review revealed no further similar events since unit¿s installation. Based on the investigation findings, it could not fully excluded that environmental contamination may have occurred, potentially associated with the tubing used during testing activities. Livanova recommends adhering strictly to the instructions for use (IFU), including validated cleaning and disinfection procedures. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated corrective actions preventive actions and a field action has been issued in march 2019.

Event description:
Livanova deutschland received a report of 3t heater cooler contamination. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Through follow-up communication with the customer, livanova learned the following additional information: 1. Unit was contaminated with ntm (non-tuberculous mycobacteria) like m.chelonae, m. Chimaera, m. Canariasense. 2. Other devices/surfaces in the or/ICU or sink water was not tested in order to identify the source of contamination; therefore, identified contamination source was not identified by the customer. 3. Positive results was related to post-disinfection device water samples. 4. Disposable gloves are used solely for hc3t device during cleaning. 5. Water quality for hpc (heterotrophic plate counts) and ntm monitoring is performed monthly. 6. H2o2 check is not performed, only water checks weekly. 7. When the device is not used, it is stored full of water and the h2o2 is not checked daily even during days of non-use (i.e. Week-end); 8. A disposable pall-aquasafe water filter with 0.2 m membrane is used for 9. Prior to initial operation and prior to storing the heater-cooler, the surfaces 10. Prior to storing the heater-cooler the water circuits are disinfected. 11. The heater cooler is not used in connection with other devices (i.e. Quest mps). 12. The 3t field blue tubing set used with the heater-cooler is replaced every 13. The device was placed inside the operation theatre during use with the fan of the device positioned opposite to patient at an estimated distance of 6 feet. In addition, during visit at customer's facility it was observed that: 14. The customer was not following the cleaning schedule per the IFU but was disinfecting more frequently and changing the water more frequently. 15. The procedure tubing was not used in the cleaning/ disinfection process. There was a set of tubing that was just used for this purpose that was attached to the device. 16. Bleach was added in the wrong quantities (low volume) and at the wrong times (sometimes added before the water was at the orange level on the patient side). The staff reported that bleach was also allowed to be mixed for longer than the IFU suggests. 17. Cavicide wipes or spray was not on site at the time of the visit and not used during the observed cleaning process. Another bleach was used. 18. Tubing was attached and used to drain the device during the observed cleaning process. The staff indicated that this tubing was used for multiple cleanings and multiple machines. 19. H2o2 was not checked after completion of the cleaning process. 20. During the observed cleaning process gloves were not used. 21. It is not sure that heating blankets in the o.r was used. 22. During observed cleaning, h2o2 amount added was less than the amount indicated in the IFU. 23. Customer used tubing at the end of the filter to fill the heater cooler. Based on the deviations from the IFU found, it cannot be excluded that tubes or environmental contamination of water may have led/contributed to the reported contamination. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.